Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a no delivery alarm during fixed prime. The customer's blood glucose level was 145 mg/dl. The customer's alarm was cleared by a complete set and reservoir change. The customer was advised to call back if problems persisted. No further details were provided.